Event description:
I want to help others not to experience what I have been thru over the past 3 1/2 years. Since my injury is covered by workers compensation all hospital doctors documentation is verifiable by both the apposing attorneys and my attorney. In 2002, I fell at work causing multiple fractures and crushing both of my condyles. The oral surgeon chosen by my workers comp did a closed reduction to allow natural healing first and foremost before any surgeries. While my mouth was wired shut, my bones did not heal, I now had this tremendous overbite, broken condyles and many crushed teeth, did I mention 10 lbs lighter? Yes, now at 85lbs and not better than before. Here's what I've undergone since. 2003 bilateral joint replacement with custom tmj units from christensen. The right side was mfg too large to fit my jaw, my doctor tried to force it to fit, it was too long however, it fit my model. The left did fit. Severe nerve damage was done during this surgery. The right side was then fitted with a stock unit, since the custom unit was too large. Two days post op, my surgeon reopened me on the right side to move 2 screws. Severe nerve damage. Over the next 2 1/2 yrs I suffered day night and finally the stock unit was removed on the right side due to the screws failing in the christensen tmj implant! How do my screws just fall out? And, the CT didn't reveal the screws backing out! As a matter of fact, the cts looked fine! However, I knew something was wrong from day 1. The only way I knew how to describe the pain was, it felt as if the right side of my jaw was being ripped out of my head. Now here it is 10/05 and I have nothing currently in place on the right tmj. With two failed christensen units one custom and one stock, I'm afraid to have another christensen tmj unit put in. Painful facial swelling month after month, yes, I ended up at the hospital more than once. Finally, I was treated by an infectious disease doctor with oral and intravenous antibiotics. This started in 03 and continued thru 04. Ironically, the swelling would go down with antibiotics.